Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the ultrasonic cable. In addition, evaluation found the up/down lever could not be locked securely due to wear on the forceps elevator lever, the sheet holder unit had corrosion due to water leakage, the bending section cover adhesive was worn, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the sheath of the radial endoscope on the ultrasonic gastrovideoscope had a leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was chipped/scratched and damaged. The report is being submitted due to damaged acoustic lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, a definitive root cause of the damaged acoustic lens could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the leak was found during reprocessing.